Event description:
Patient had no adverse effects and did receive the entire prescribed dosage.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit it was reported that a cisplatin 24 hour infusion on the 3 east unit finished took 26 hours to complete. The pump was programmed correctly. The device was sent to biomed where it passed rate accuracy testing and appeared to be functioning properly. The biomed talked with the nurse who stated, "that the chemo ran as programmed and it was difficult to tell how much was still to infuse until it was in the buretrol. We do not speed up cisplatin so it had to run over to complete." The biomed questioned if this issue is related to an overfill of cisplatin.